Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the haptic broke off. Surgeon removed lens haptic and replaced. Additional information has been requested and received stating the lens was explanted and replaced with same model same diopter company lens during initial procedure. The procedure was completed on same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).